Manufacturer narrative:
The reagent lot number is 83481402 with an expiration date of september 2026. The field service representative found air bubbles in the preclean line, and the preclean tube had come off the instrument. After the issue was corrected, the samples were repeated. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable elecsys tacrolimus results for 2 patient samples on a cobas e 801 analytical unit. Sample 1: the initial result was 2.76 ng/ml, and the repeated result was 4.14 ng/ml. The sample was repeated because the physician questioned the initial result, as it did not match the patient's clinical history. Sample 2: the initial result was 1.21 ng/ml, and the repeated result was 2.84 ng/ml. The sample was repeated because air bubbles were observed in the preclean line, and the preclean tube had come off the instrument. After the issue was corrected, the samples were repeated.